Manufacturer narrative:
Patient demographics received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that it was not possible to establish communication between the imaging system and navigation system while setting up for a case. Troubleshooting confirmed that the mobile viewing station (mvs), image acquisition system (ias), and navigation system were all powered on. The navigation system was showing an orange line in the set up equipment page. It was attempted to verify the igs server from the imaging system and verification failed. The navigation connection field was grayed out. The ior feature was enabled and then the navigation system showed up in the list but after selecting and clicking accept the navigation connection field did not populate. The navigation system still showed an orange line on setup equipment and the acquire images screen said network cable disconnected. A new cable was tried with no change. The navigation system and imaging system were rebooted and the imaging system would not boot past the initialization screen. The site brought in different imaging and navigation systems to complete the case. There was no surgical delay and no impact on patient outcome.